Event description:
A healthcare professional reported a patient experienced the events of right side ¿gr. IV capsule¿ and ¿free fluid." The device has been explanted and replaced.

Manufacturer narrative:
Lab analysis summary: analysis of the returned device identified the weight the device within specification, deformation, white particles in the shell and crease fold. Cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d4, d6a, g1, h6.

Event description:
Healthcare professional additionally reported right side rupture.

Event description:
A healthcare professional reported a patient experienced the events of right side ¿gr. IV capsule¿ and ¿free fluid." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was ¿gr. IV capsule¿ and ¿free fluid."